Event description:
Patient arrived at clinic on "(B)(6)" with noted damage to white power cable on controller. Silicone rescue tape applied. Patient returned to clinic on (B)(6) 2024 for controller exchange due to previous damage.